Event description:
It was reported that the device was started up before entering the room, but since the treatment would be performed for a bladder stone after administering anesthesia, the device was temporarily turned off to change the power supply with vps30w. The device was started up to perform the photoselective vaporization after the bladder stone treatment, the fiber was unpacked at that time, but there was an issue with the device and the procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.